Event description:
Philips received a complaint by the customer reporting to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair due to the device being out of warranty; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department will handle the service call/incident. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.